Event description:
It was reporting that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, the gel in the tube didn't separate the blood sample even after a repeated centrifugation cycle. This event occurred 1 time and, no patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no gel defects were observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.